Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accumax 200 laser fiber, the fiber stopped working when trying to break apart the ureter stone. The nurse attempted to unhook the fiber from the dornier laser. The laser settings are unknown. The fiber connector was extremely hot causing a burn to the nurse's index finger. Degree of burn, treatment of burn, etc., are all unknown. It is unknown how the procedure was completed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.